Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip- (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, it was reported a rupture during surgery. During evaluation of the sample, a tear was observed on the anterior aspect measuring approximately 3.8 cm. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% visual inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip- (B)(4). It was reported that a patient was scheduled to undergo a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis when it was observed that the device had ruptured. The procedure was completed with another mentor memorygel breast implant 275cc gel breast prosthesis. The ruptured device was not implanted in the patient and there was no patient consequence.